Manufacturer narrative:
The insulin alarmed during self test due to faulty electrical component on the radio frequency board. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a rf pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 9 mmol/l. The customer stated that he received the alarm several times. The customer stated that the alarm returned on the second occurrence. The customer will be sent a replacement pump.